Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Customer declined to troubleshooting the issue with tandem technical support, therefore no additional information was obtained.